Manufacturer narrative:
H6: investigation summary bd was not able to duplicate or confirm the customer¿s indicated failure mode. Lot#9218641 DHR and related manufacturing records were reviewed, no abnormality was found. Pen needle product has 100% clog test in flowguru station, and defect part will be rejected by flowguru station automatically. See h.10.

Event description:
It was reported that pen needle 32gx4mm 14 pack was unable to deliver insulin. The following information was provided by the initial reporter: patient was with diabetes for many years, (B)(6) 2020 to our hospital with disposable needle injection pens with 10 box, carton 14, after injection of insulin, this at october 4 patients with 19 a needle, the v. A box with down occasionally have a blockage, every block, the patient will replace needles, 4 months, accumulative total of 19.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen needle 32gx4mm 14 pack was unable to deliver insulin. The following information was provided by the initial reporter: patient was with diabetes for many years, (B)(6) 2020 to our hospital with disposable needle injection pens with 10 box, carton 14, after injection of insulin, this at (B)(6) 2020 patients with 19 a needle, the v. A box with down occasionally have a blockage, every block, the patient will replace needles, 4 months, accumulative total of 19.